Event description:
Consumer reported complaint for error message (e-5). Home health nurse is calling on behalf of the customer. During the call, a back to back blood test was performed by the customer and produced e-0 errors using true metrix meter. The product is stored according to specification in the bedroom and purse (not being exposed to heat). The test strip lot manufacturer¿s expiration date is 08/31/2023; customer was unsure of the open vial date but stated it was less than 4 months. At the time of the call the customer reported having a headache and stomachache. Due to her symptoms the home health nurse suggested the customer go to the ER and then disconnected the call.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache and stomachache. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-018: user has high glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and to obtain mailing address to replace products - unable to establish contact with customer at this time.

Manufacturer narrative:
Sections with additional information as of 05-dec-2022: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications.